Manufacturer narrative:
During evaluation of a non-critical issue, it was found that the device defibrillated as monophasic instead of biphasic. The customer received a replacement device to resolve the reported issue. The root cause could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device defibrillated as monophasic instead of biphasic. In this state, wrong defibrillation therapy may be delivered. There was no report of patient use associated with the reported event.